Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that upon removal of a tampon the string was not accessible for removal of the pledget from her vaginal cavity because it was found to be on the opposite end of the pledget. She also reported prior to insertion of this tampon she had noticed the tampon string seemed shorter than normal. She was able to manually remove the pledget from her vaginal cavity and did not seek medical attention. She did not indicate experiencing any adverse health effects.